Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that all 3 leads were dislodged due to twiddler¿s syndrome. No further information available.